Event description:
This complaint is being reported due to an alleged cartridge issue. Reportedly, the blue part of the plunger came off on the cartridge. The patient is unsure if the issue is a product defect or a use error. At this time the patient is unable to provide the cartridge type and serial number.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.